Event description:
Additional information was received that this device was explanted due to battery depletion. No additional adverse patient effects other than the procedure were reported.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). It was noted that the monitoring voltage was 2.54. Boston scientific technical services (ts) discussed that eri was reached due to charge time (CT) and explained replacement guidelines. Additional information was provided that the replacement procedure had not yet been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.